Manufacturer narrative:
The materials and passivation requirements for the gcp239 are in-line with all reusable stainless steel instruments and should not result in any corrosion under normal usage. Grade 440 stainless steels exhibit excellent resistance to mild acids, alkalis, foods, fresh water and air. This grade of steel is commonly used for steam sterilized medical devices as it is corrosion resistant. Passivation per (B)(6) a967 is also required per the drawing; this process cleans stainless steel parts and provides addl. Corrosion resistance. A review of the mfg record shows the parts were made in compliance of these specifications. All required material certifications and passivation records document the instruments were properly mfd and handled. These instruments were mfd in july 2014 and have been in distribution since that time. This is the only facility having issues with device corrosion.

Event description:
Corrosion was noticed on a reusable stainless steel instrument that had been cleaned and sterilized prior to use.